Event description:
The user facility reported the medical staff incurred a needle stick with the surflo i.v catheter device. Follow-up communication with the user facility confirmed the following information: (1) the medical staff attempted to dispose of the needle into the sharps container after performing puncture; (2) but the needle was dropped on the medical staff's thigh by mistake; (3) the medical staff then incurred a needle stick on thigh; (4) after the medical staff disposed of the needle immediately into the sharps container in confusion, the medical staff did not confirm whether the safety cover shielded the tip of the needle; (5) the medical staff had a blood test; (6) the medical staff was uninfected; and (7) it was reported no harm to the patient.

Manufacturer narrative:
Method - is based upon evaluation of the returned unused sample. This device was manufactured 12/17/2014 through 12/19/2014. The actual device was not returned to the manufacturing facility for evaluation but an unused sample was provided by the user facility. Therefore, the investigation was based on the evaluation of the user facility information, and the returned unused sample. Activation of the safety cover was confirmed by pulling out the inner needle. All of the safety covers activated and shielded the inner needle normally. Magnifying inspection of the safety cover revealed no defects or deformation which would adversely affect the activation. A review of the manufacturing and inspection records of the detector for safety cover deformation revealed no abnormality. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely (1) the inner needle was removed at an extreme angle or rotating (2) reinsertion of the inner needle into the catheter after the safety cover was activated. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, (1) "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." (2) "do not attempt to re-insert a partially or a completely withdrawn needle." (3) "do not add some force (such as: pull, rotate, hook and attempt to re-insert a withdrawn needle) to the safety cover after shielded the tip of the needle [if you do any of these, safety cover might break or come off, and possibly risk of needle-stick]". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4). Device not returned to the manufacturer